Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: pentaray nav eco catheter (model# d-1282-11-s lot# 17282452l). Carto 3 system (model# fg-5400-00k serial# (B)(4)). (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a temporal atrioventricular heart block after ablation was conducted at left ventricular side of interventricular septum. The issue progressed as conducting the pacing temporally. The physician commented that he did not notice the event immediately as vt was detected at the time. No anomalies were detected on the biosense webster products. Additional information was received on the event. The patient did not require medical or surgical intervention, however it is unknown if hospitalization was required. The patient has fully recovered.